Event description:
Same case as MFR's #: 6000089-2004-00938, 6000089-2004-00942 and 6000089-2004-00943. Following a coronary drug eluting stenting treatment procedure, the pt developed a sub acute thrombosis and subsequently expired. In 2004, the physician had implanted a cypher drug eluting stent in the rca, 2 taxus express2 drug eluting stents in the lad and 2 taxus express2 drug eluting stents in the ramus intermedius (ri). One of the taxus express2 stents was a 2.5 x 20 mm and a second one was a 2.5 x 24 mm. The other taxus express2 drug eluting stent sizes and where they were positioned is unknown. The lesion in the lad was 90% stenotic and there was 70% stenosis in the ri. Both lesions had been predilated. The angiographic results were satisfactory and no procedural complications were reported. Two days later, the pt developed chest pain and s-t segment elevation on EKG and was found to have sub-acute thromboses in the areas of the previously implanted taxus drug eluting stents. The physician performed balloon angioplasty and administered recombinated streptokinase. A distal protection device was also used to extract thrombosis. Blood flow was restored angiographically and after 30 minutes observation, the pt was dispatched to the pt ward. Routine anti-platelet regime was administered (heparin, plavix, aspirin). The pt expired four days later. An autopsy was not performed.